Event description:
The customer reported that several results on one pt were discrepant with results from another laboratory on an alternative method. The vitros undiluted result obtained was 899 iu/ml. The result obtained from the same pt using the OEM method gave an undiluted result of 400,000 iu/l. A bias of this magnitude might lead to inappropriate physician action. There was no report of pt harm as a result of event.